Manufacturer narrative:
It was reported that the patient had a sever reaction to the electrode - patch - universal 2 channels. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: age extremes (infant 0-12 months, pediatric 1-18 years, elderly 65 and older). Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported on (B)(6) 2025, that the patient experienced a reaction to the electrode - patch - universal 2 channels. The patient reported swelling in the lips and tongue along with increase blood pressure. The patient reported to the emergency room (ER) due to her symptoms; they patient took benadryl and monitored the area. The patient removed the device. No additional information.